Event description:
On (B)(6) 2012, the patient underwent the surgery with the g3 long nail. About half a year later, the patient felt pain in the hip joint. The surgeon confirmed by x-ray that the nail was broken. Therefore, the patient underwent revision surgery by (B)(6) on (B)(6) 2013. The surgeon thought that reduction of the fracture part was insufficient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the review of manufacturing documents revealed no deviation in the manufacturing process. As no item was returned, no physical examination could be carried out. External examination of the raw material prior to manufacturing had confirmed the required mechanical properties. The nail allegedly broke after an implantation period of approximately 6 months. X-rays and medical records were not available. According to the surgeons opinion reduction of the fracture part was insufficient. The implants were kept by the surgeon. According to available information a deficiency of the complained product could not be verified. Due to limited information, a further statement was not possible. Although real root cause could not be determined insufficient reduction of the fracture part might have contributed to the event. Investigation revealed no non-conformity, therefore no ncr was initiated. Product not returned.

Event description:
On (B)(6) 2012, the patient underwent the surgery with the g3 long nail. About half a year later, the patient felt pain in the hip joint. The surgeon confirmed by x-ray that the nail was broken. Therefore, the patient underwent revision surgery by chs on (B)(6) 2013. The surgeon thought that reduction of the fracture part was insufficient.